Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: operative report: presented to an outside facility with pain around knee and was diagnosed with patella tendinitis. Symptoms failed to improve and extensile lesion of the proximal tibia was seen on x-rays on both ap and lateral views. CT and nuclear medicine scan were then ordered and CT scan confirmed large lesion of proximal tibia tubercle and a hot area was seen with nuclear medicine scan. Post-op diagnosis: tibial loosening, differential diagnosis of expansile lytic lesion of the tibia; exuberant foreign body granulomatous versus possible giant cell tumor. Office visit; post op check: final pathology consistent with giant cell tumor. Surgeon spoke with hematologist/oncologist and was told he had already received appropriate treatment with curettage and grafting. Recommended cxr yearly for 5 years due to risk of spreading to lungs. Progressing with recovery, sutures removed, satisfied. This complaint can be confirmed based on the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient presented with pain and tendonitis seven years post implantation. Radiographic imaging was performed and displayed a large lesion on the proximal tibia. The patient underwent a left knee revision surgery due to pain and tibial implant loosening further investigation of the lytic lesion. The final pathology was consistent with a giant cell tumor and all implants, except femoral and patella, were revised without complication.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.